Event description:
The insert screw broke while using a wrong screwdriver. It was decided to remove the cemented tibial tray and the insert and replace them with the same range of products in order to complete the surgery. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2022: lot 2116761: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
The item returned for analysis on september 20th 2022. Visual inspection performed by r&d knee manager: the fixation screw of the gmk primary ps tibial insert broke in the attempt of screwing into the tibial tray. As reported in the event description, the applied torqued has exceeded the maximum torque that the screw can withstand, causing the breakage. The gmk primary surgical technique requires the use of the 3.5nm torque limiter screwdriver to achieve the optimal locking of the screw. The issue was most likely caused by the use of the wrong screwdriver during the surgery.